Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email call indicating that they were hospitalized for diabetic ketoacidosis in june 2015. No further information was given about the hospitalization. The customer had declined being transferred to the helpline.